Event description:
A customer contacted beckman coulter inc (bec) stating that the white blood cell (wbc) bath overflowed in their coulter act diff 2 analyzer. Per customer, less than an ounce spilled and was contained within the instrument. The customer was wearing gloves at the time of the incident and no injury or exposure was reported. No patient samples were affected by the leak.

Manufacturer narrative:
Bec cts (customer technical support) had the customer check the baths which were noted not to be overflowing at the time and were at the normal levels. A field service engineer (fse) went on-site the day of the event and found the probe wipe was dripping. Fse replaced silicon tubing in biochem valve for probe wipe vacuum and replaced probe wipe. The issue was resolved. The cause of the leak is likely attributed to the probe wipe and/or tubing for probe wipe vacuum. (B)(4).